Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was implanted in a too aortic [90:10 aortic/ventricular] position. After valve deployment, moderate central aortic insufficiency [cai] was noted on tee. A second valve was implanted [50:50] in order to resolve the aortic insufficiency. Following valve deployment cai was reduced to minimal. A cause for the high valve placement was not reported. The native annular calcification was severe. Native leaflet calcification and mac were moderate. Coaxial alignment of the delivery system and the valve was described as fair. The image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause for this event cannot be confirmed. It is possible patient and procedural factors [severe aortic calcification and less than optimal coaxial alignment of the delivery system and the valve] could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.